Event description:
According to the information there was vaginal erosion with sinus tract and ischiorectal abcess formation 2 months after placement. Required surgical excisin and drain placement to drain abcess.